Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the right coronary artery. No pre-dilation was performed and the 4.0x12mm ion stent was advanced for treatment but would not cross the lesion. Upon removal, a stent strut caught on the tip of the unspecified guide catheter lifting the strut. The procedure was completed with a 4.0x12mm promus stent. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the right coronary artery. No pre-dilation was performed and the 4.0x12mm ion stent was advanced for treatment but would not cross the lesion. Upon removal, a stent strut caught on the tip of the unspecified guide catheter lifting the strut. The procedure was completed with a 4.0x12mm promus stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system with the stent. There was blood and contrast in the wire lumen and on the outer surface of the balloon. The balloon was tightly folded. There were bent and flared struts in the first row of stent struts on the proximal end of the stent. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).